Event description:
The customer reported a leak when using the coulter act 5 diff cap pierce (cp). Approximately 20 ml of diluent leaked from the instrument while in shutdown and was discovered while performing startup. Leak was not contained within instrument. The operator was wearing personal protective equipment of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results reported out of the laboratory for this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the diluent tubing at the top port (fitting) of the probe rinse block was disconnected. He trimmed and reattached the tubing to fitting to resolve issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).